Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: blood control did not work properly blood exposure. Additional info 13 august 2024: I am responding to your questions: 1. What was the impact to the patient? No there was no injury to the patient. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No there was no adverse event reported from the healthcare worker or patient.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the blood control did not work properly could not be confirmed from the 22g insyte autoguard IV catheter that was provided for investigation. The sample exhibited evidence of use. A microscopic examination and functional test revealed no damage or defects that would contribute to the reported event. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.